Event description:
It was reported that one of the prongs on the reprocessor broke on the retaining rack. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility not being sufficiently familiar/knowledgeable with the instructions for use (IFU) and equipment; from this, the breakage occurred from repeated contact between the rack and scopes at reprocessing. This reported event was deemed detectable/preventable by handling the equipment within the scope of the following IFU: important information ¿ please read before use ¦intended use the oer-elite is intended for use in cleaning and high-level disinfection of heat sensitive olympus flexible endoscopes, their accessories, and endoscope reprocessor accessories. Safe use requires detergent and an FDA-cleared high-level disinfectant/sterilant that olympus has validated to be efficacious and compatible with the materials of the oer-elite and olympus flexible endoscopes, their accessories, and endoscope reprocessor accessories. Use of a detergent or high-level disinfectant/sterilant that has not been validated by olympus may be ineffective and can damage the oer-elite components and the endoscopes being reprocessed. Endoscopes must be cleaned by the user prior to reprocessing; however, use of the oer-elite enables the user to perform modified manual cleaning of some endoscopes prior to automated cleaning and high-level disinfection in the oer-elite. 6.3 reprocessing operation in the oer-elite warning certain endoscopes cannot be reprocessed with this reprocessor. Refer to the provided ¿list of compatible endoscopes/connecting tubes ¿ to see which endoscopes are compatible. Accessories (e.g., valves) that can be reprocessed with this reprocessor are accessories of endoscopes compatible with this reprocessor. To reprocess accessories, be sure to put them in the washing case. Do not attempt to reprocess an endoscope and its accessories that are not designated as compatible with the oer-elite or that are modified by a third party repair company; not only will the reprocessor be unable to function at optimal levels, the safety of the patient and operator may be endangered and this reprocessor and/or the endoscope may be damaged. Without knowledge of the materials used or the final quality of repair being provided by third party repair companies, olympus is unable to validate the compatibility or reprocessing efficacy of the oer-elite instructions manual. Olympus will continue to monitor field performance for this device.